Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that prior to running the sample, they changed the reference electrode and sodium and chloride electrodes. The customer further stated that they soaked the electrodes in serum overnight and also cleaned the ion selective electrode (ise) module to confirm the absence of salt deposits. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed, cleaned, inspected and reinstalled the ise module and also flushed the buffer tubing and the ise module with hot water. The cse then replaced the buffer, primed the instrument and ran checks. The cse ran calibration and quality controls, which were within range. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained upon repeat testing on one patient sample on an advia 1800 instrument. The sample was initially run on an alternate advia instrument, resulting higher. The discordant result was not reported to the physician(s). The sample was repeated on the alternate advia instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.